Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was found out to be dislodged. The lead was plugged into the new device header, but lead was turned off. The lead remains in service. No additional adverse patient effects were reported.